Event description:
It was reported that a flogard infusion pump had a damaged latch roller. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of damaged door latch was confirmed. The root cause of the reported condition was undetermined. To resolve the issue the door latch was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.